Event description:
Aksys hemodialysis machine had "dialysate leak' alarm during self-test mode. Machine had to be repaired. Pt had to dialyze twice at a dialysis center while machine was being repaired.